Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted blood/body fluid with no signs of damage or abnormalities to the device. Boston scientific assigned the investigation conclusion code of 'no problem detected' since the reported issues are covered by the instructions for use (IFU). It can be concluded that expected or well-understood factors most likely contributed to the event.

Event description:
It was reported that during the procedure, this catheter was used to deliver/implant the left ventricular lead. While injecting the contrast, the physician observed that air was consistently entering through the lateral port/distal valve, generating air bubbles in the bloodstream. The physician alleged that the catheter had a physical default. A new acuity pro catheter was used to complete the procedure. No additional adverse patient effects were reported. This catheter was received for analysis.

Event description:
It was reported that during the procedure, this catheter was used to deliver/implant the left ventricular system. While injecting the contrast, the physician observed that air was consistently entering through the lateral port/distal valve, generating air bubbles in the bloodstream. The physician alleged that the catheter had a physical default. A new acuity pro catheter was used to complete the procedure. No adverse patient effects were reported. This catheter is expected for return.